Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: (B)(4) , model: sc-8416-70, serial: 5177465, batch: 5177465.

Event description:
It was reported that the patient, who is enrolled in the (B)(6) clinical trial, developed a superficial surgical wound infection. The patient was prescribed antibiotics and the event is considered to be resolved. The event was assessed as being causally related to the procedure and not related to the device.